Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005, and that a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with vaginal hysterectomy, right salpingo-oophorectomy and exploratory laparotomy due to sui.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent injection of pelvic floor muscles on (B)(6) 2012 due to chronic pelvic pain, h/o multiple surgeries and extensive lysis of adhesions. It was reported that patient underwent injection of pelvic floor muscles on (B)(6) 2014 due to chronic pelvic pain, pelvic floor tension myalgia and h/o extensive pelvic abdominal adhesions.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. On (B)(6) 2009, the patient underwent an exploratory laparotomy, extensive lysis of adhesions, resection of residual left ovary, left ureterolysis with extensive retroperitoneal exploration, and repair of colostomy, due to pelvic mass, chronic pelvic and pain.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent cholecystectomy, appendectomy, and lysis of adhesions, lso and exploratory laparotomy on (B)(6) 2008 due to pelvic adhesions. It was reported that patient underwent excision of vaginal mesh on (B)(6) 2012 due to dyspareunia and mesh extrusion.